Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report. The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high capture thresholds on the right ventricular (rv) lead. The physician performed a revision procedure and this device was explanted and replaced with no patient complications reported. It was also noted that the rv lead was surgically abandoned and replaced. At this time, it is unknown if this device will return for analysis, however, additional information has been requested.